Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6 investigation summary: a complaint of tubing breaking while trying to connect to a primary set was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10013902 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. E1. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing set broke when trying to attach to primary tubing. The following information was provided by the initial reporter: extension tubing broken when trying to attach to primary tubing.